Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue.